Event description:
The customer contacted customer service and indicated her pump had a "very strong suck" and would not release. She was unable to remove the pump from her breast due to the hard suction and eventually had to plug the tubing to release the pressure. Customer tried it several times that night and had the same issue. She indicated the pain was "excruciating" and caused her nipple to tear.

Manufacturer narrative:
Troubleshooting tips were provided to the customer to assist with resolving the issue. In f/u with the customer on (B)(6) 2012, the customer further revealed that she had seen a physician and was prescribed cipro. Customer indicated she was still having some issues with her pump and her right nipple was healing. The info was sent to customer service to further assist the customer with troubleshooting. Despite repeated attempts, the customer has not responded to customer service, and has declined to return the original product for eval. As the customer reported prescription treatment for her torn nipple, a report is being filed. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed. We will monitor complaints for similar issues.